Event description:
Per customer, "we are requesting a credit (not replacement) for 1 defective neb. Item #hcspuppy from lot 6462110. Serial # (B)(6). This unit will not stay powered on. Fd6369767."

Manufacturer narrative:
Per customer, "we are requesting a credit (not replacement) for 1 defective neb. Item #hcspuppy from lot 6462110. Serial # (B)(6). This unit will not stay powered on. Fd6369767". Customer also reported that they, "gave patient another working neb and the defective one was given back to us." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.